Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient observed the cgm reading was 49 mg/dl, and decided to drink juice, candy, and sugary foods for a 2 hour period. At the time of the report, although no symptoms were reported, she thought she might be experiencing a hypoglycemic event and contacted emergency medical services (ems). When emergency medical technicians (emt) personnel arrived a bg meter reading was 350 mg/dl and the cgm was 52 mg/dl. The patient stated she planned to self-treat with insulin. The emt did not administer any treatments and encouraged the patient to use the bg meter to make a treatment decision. There was no documentation of any medical intervention, or other details. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.